Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold measurements 3.5 milli seconds and programmed to 7.5 at 1.0. The lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the cause of the increased threshold was unclear as there was no clear fracture or any issue with the lead itself.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold measurements 3.5 milli seconds and programmed to 7.5 at 1.0. The lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. -visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold measurements 3.5 milli seconds and programmed to 7.5 at 1.0. The lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information received which indicated that the cause of the increased threshold was unclear as there was no clear fracture or any issue with the lead itself.